Event description:
It was reported to philips that the system's suite computer was unable to complete the boot process, stalling at the initializing x-ray system screen. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.